Manufacturer narrative:
The local area sales representative was contacted for additional information regarding product return status. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this pacemaker system was explanted due to infection. No additional adverse patient effects were reported. At this time, it is unknown if this product will return for analysis, however, this information has been requested.